Event description:
(B)(6). Following an index ablation procedure involving two intellanav stablepoint open-irrigated catheters was performed on (B)(6), 2022. It was reported that the patient experience recurrence of atrial fibrillation on (B)(6), 2022 followed by 7-second sinus pause. The suspected cause was amiodarone infusion. A loop recorder was implanted on (B)(6), 2022 and the event was resolved.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Newton af clinical study (B)(6). Following an index ablation procedure involving two intellanav stablepoint open-irrigated catheters was performed on (B)(6) 2022. It was reported that the patient experience recurrence of atrial fibrillation on (B)(6) 2022 followed by 7-second sinus pause. The suspected cause was amiodarone infusion. A loop recorder was implanted on (B)(6) 2022 and the event was resolved. Additional information received indicated that gelofusion and saline infusion was administered and a repeat ablation was performed on (B)(6) 2022.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Additional coding was added to f10 and h6.

Event description:
Newton af clinical study (B)(6) following an index ablation procedure involving two intellanav stablepoint open-irrigated catheters was performed on (B)(6), 2022. It was reported that the patient experience recurrence of atrial fibrillation on (B)(6), 2022 followed by 7-second sinus pause. The suspected cause was amiodarone infusion. A loop recorder was implanted on (B)(6), 2022 and the event was resolved.